Event description:
It was reported that during a ptca / stenting treatment procedure, resistance was met while inserting the pt2 moderate support 185 cm str guidewire. The lesion being treated was a calcified, 75% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The physician felt resistance at a point from 5 cm to 10 cm from the guidewire tip during the procedure. (He did not notice it at prep.) He exchanged the wire because he felt significant resistance when maneuvering the guidewire through the cypher 3.5/23 mm stent. The physician also used a mercury 3.5/14 mm balloon and an avion balloon catheter in this procedure. The physician suspected an irregularity of the coating on this guidewire. The pt2 moderate support 185 cm str guidewire was removed and replaced with another guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'